Event description:
A surgeon reported a case of epithelial ingrowth, observed at two months after lasik surgery, for one right eye. Surgeon performed a flap lift and scrape procedure, without any problems. Upon follow up, the site director stated that the pt's unaided acuity on the day after the procedure was 20/20.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).